Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that during implant procedure, the helix of the right atrial (ra) lead was unable to extend after insertion into the patient. The helix anomalies resulted in a clinically significant prolongation of procedure. The ra lead was explanted and replaced to resolve the event and the patient was stable.